Event description:
It was reported the patient started experiencing a lack of therapeutic effect about ix weeks after implant. The device was explanted in 2005, as the patient wasn't receiving the pain control as she had in the first several weeks post implant. The patient had been told only to use the device when needed. The patient would like to try using a device again, as oral medication was not providing adequate pain control.